Event description:
The customer called to report an error alarm during the manual prime process. Troubleshooting was performed. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen in full segments after the battery was installed due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to verify the error alarms due to the frozen screen.